Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, increased sensitivity, bleeding, inflammation, mobility. Patient was missing his tooth for at least 10+ years.